Event description:
It was reported that during normal follow-up, multiple episodes of non-sustained rv oversensing were observed. No patient symptoms were reported. Review of the egms revealed possible myopotential oversensing. The oversensing was reproduced with coughing and isometrics. Programming changes were made and resolved the oversensing.